Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer had a car accident on (B)(6) 2015. The customer was the driver at the time of the car accident. The caller stated that the accident was not diabetes or blood glucose related; the customer was t- boned by a big semi-truck. The customer was hospitalized on (B)(6) 2015. The caller stated that she is unsure of the cause of death. The customer had strokes, brain bleeding, heart attacks, renal failure, had dialysis - all due to the auto accident. The customer never came back from the hospital. The customer's blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of death; it was disconnected after the accident, three months prior to death. The customer was not using sensors. The caller declined returning the insulin pump for analysis stating that the device had nothing to do with the customer's death.